Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05634. It was reported that stent damage occurred. Vascular access was obtained via right radial artery with a 3.0 6f non-bsc guiding catheter. The 80% stenosed, 28mm x 2.75-3.00mm, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery before the first diagonal branch. Following pre-dilatation with 2.00 x 12 and 2.50 x 15 emerge balloon catheters, the physician advanced a 2.75 x 28 synergy¿ stent but it could not be delivered to the target lesion. Upon retrieval of the device, it was noticed that some stent struts were deformed. Subsequently, the physician proceeded to prepare the lesion further with a 3.00 x 15 non-bsc balloon catheter. Following further pre-dilatation, a 28 x 2.75 promus premier¿ stent was advanced but still could not be delivered. Upon retrieval, the stent struts were noticed to be deformed as well. The lesion was further prepared using a 3.00 x 15 non-bsc balloon catheter and a high pressure 3.00 x 12 nc emerge balloon catheter. A buddy wire was used to deploy two shorter stents, a 2.50 x 16 synergy¿ and a 3.00 x 24 promus premier¿, respectively. Post-dilatation was performed with a 3.00 x 12 nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. The proximal section of the stent was damaged with stent rows bunched and misaligned. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05634. It was reported that stent damage occurred. Vascular access was obtained via right radial artery with a 3.0 6f non-bsc guiding catheter. The 80% stenosed, 28mm x 2.75-3.00mm, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery before the first diagonal branch. Following pre-dilatation with 2.00 x 12 and 2.50 x 15 emerge balloon catheters, the physician advanced a 2.75 x 28 synergy stent but it could not be delivered to the target lesion. Upon retrieval of the device, it was noticed that some stent struts were deformed. Subsequently, the physician proceeded to prepare the lesion further with a 3.00 x 15 non-bsc balloon catheter. Following further pre-dilatation, a 28 x 2.75 promus premier stent was advanced but still could not be delivered. Upon retrieval, the stent struts were noticed to be deformed as well. The lesion was further prepared using a 3.00 x 15 non-bsc balloon catheter and a high pressure 3.00 x 12 nc emerge balloon catheter. A buddy wire was used to deploy two shorter stents, a 2.50 x 16 synergy and a 3.00 x 24 promus premier, respectively. Post-dilatation was performed with a 3.00 x 12 nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.